Event description:
In 2005 the pt contacted lifescan alleging that his one touch ultra meter was reading inaccurately erratic. The pt reported blood glucose results of "140 mg/dl and 202 mg/dl with the lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of pricision. The customer service agent verified that the strips were within expiration date, stored properly, and not opened longer than the discard date. The csa walked the pt through quality control testing and four consecutive control solution tests, using test strips from the same box, all fell outside the specified range. Therefore, this complaint is being reported as due to the failed quality control tests. The meter, test strips, and control solution were replaced.